Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 66-300 mg/dl. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin within the pump. Tandem customer technical support informed customer the lyumjev insulin is off-label per the user guide. A cartridge change was performed resolving the occlusion.